Manufacturer narrative:
Date sent to the FDA: 12/13/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2011 during which the surgeon noted upon entering the abdomen, the small bowel and omentum were firmly adhesed to the mesh. Some of the mesh could not be removed without damaging the bowel. The compromised bowel, mesh and mesentery were removed. No additional information is provided.